Manufacturer narrative:
Siemens conducted a technical investigation of the reported event and did not identify a system malfunction; however, the raw data associated with the case was not provided by the facility, therefore, no further investigation could be performed. Siemens has requested additional patient information and the image files associated with the reported event. As of the date of this report submission, this information has not been received. According to the facility, radiologist a was aware of sporadic head image artifacts, but radiologist b had no knowledge of these artifacts. On (B)(6) 2019, radiologist (B)(6) interpreted the left basil ganglia / left occipital lobe hyperdensity as being attributed to a stroke. An artifact was present the right frontal lobe in an image dated (B)(6) 2019. It is not known if the hyperdensity shown in the images was due to an artifact or if it was physiological/pathological in nature. CT technology has limitations, especially with the observed poor positioning of the patient in combination with the unique anatomy of the patient. The images obtained during the patient's MRI were negative for stroke. A supplemental report will be submitted to the FDA, if the additional requested information is made available to siemens.

Event description:
It was reported to siemens that a misreading of images acquired during a CT study using the somatom force system occurred. The acquired patient images were incorrectly interpreted as a stroke. The images showed a slight hyperdensity that could have been caused by an imaging artifact. After the initial CT diagnosis, the user followed-up with an MRI scan of the patient which correctly confirmed no stoke had occurred. The patient died at an unknown time after the diagnostic imaging. Although information regarding the patient's condition, health history and cause of death were requested by siemens, additional patient information was not provided by the hospital. There is no evidence that the CT system contributed to the patient's death; however, it cannot be completely excluded.